Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right velys ras total knee replacement an attune tibial baseplate was found to have the inner packaging stuck solid within the plastic packet and could not be opened in a sterile manner. The scrub nurse made several attempts to pull the inner packaging out from the solid plastic but it was locked in tight. A second implant of the same size was available and opened with no issue. No delay to surgery, no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿during a right velys ras total knee replacement we went to open an attune tibial baseplate (1506-11-006) and the inner packaging was stuck solid within the plastic packet and could not be opened in a sterile manner. The scrub nurse made several attempts to pull the inner packaging out from the solid plastic but it was locked in tight. We had a second implant of the same size available and opened that with no issue. No delay to surgery, no adverse consequence to the patient. Consignment stock. Item needs to be replaced asap - will submit lir subsequently¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the blisters packaging of the attune rp tib base sz 6 por were deformed/warped. Additionally, the fist tyvek seal was found tear open. Based on the condition of the blisters, it is reasonable to suspect that the tyvek seals were not able to open as intended, which could compromise the sterility of the product inside. Per a previous data review activity completed in q1 2023 related to deformed/melted blister packaging, the potential cause of the deformed/melted blister packaging, cannot be traced to manufacturing or other jnj controlled facilities through which finished goods are distributed. Once the product leaves medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to exposer to extreme temperature conditions outside of medtech orthopaedics control. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 6 por would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.